Event description:
The subsidiary service repair technician (srt) reported that during routine testing of the device at the service center, the system 1 couldn't operate from battery power. These batteries were charged by the system for twenty-four (24) hrs. The battery icon was red and displayed time above battery icon was "0min." There was no pt involvement.

Manufacturer narrative:
Per the mfg engineering center (mec), this issue couldn't be duplicated with such batteries and the mec's system 1 unit. The reported issue could be duplicated with the mec's batteries and the user facility's power manager board, confirming the malfunction of the power manager board.